Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficulty inserting stylets into the lead which resulted in difficulty manipulating and placing the lead. The lead exhibited non-capture. The patient had asystole. An alternate lead was placed. No further patient complications have been reported as a result of this event.